Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient mentioned they had their old ins explanted on (B)(6) 2022 due to normal battery depletion and impedances in the leads. The patient noted "back in december" they saw an "end of life" message, so when they met with their hcp and manufacturer representative (rep) in december, they found that there were impedances with the leads. The patient said their rep tested the leads again on (B)(6) 2022 and there was a "decline" in the old leads, so their hcp explanted the ins and leads and implanted a new system. Additional information was received from the manufacturer representative (rep). It was reported that the rep saw this patient on (B)(6)2021. The rep noted that there were impedance issues. However, these are occipital and auricular lead placements, and that is not uncommon. The patient had excellent coverage at the time. The rep's understanding is that this was a normal eol battery change. The rep was not aware that the leads were replaced. Since this system was originally implanted in 2013, this surgeon will often replace older leads in the head to avoid future issues - with no allegation of device, or lead malfunction. If the leads were replaced, the rep believes that to be the case here. No devices are available for return. Postoperatively, the patient had excellent coverage and pain relief. The issue is resolved at this time, and this has been confirmed with the hcp.